Event description:
Customer called to report a barcode misread on galileo; sample was read as +b.

Manufacturer narrative:
The sample tube was discarded and not available to send in for testing. The instrument diagnostic archive was reviewed. However, it was not helpful since it was not created within 24 hours of the event. The instrument was performing as expected.